Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is being filed to report the clip entanglement. It was reported that the mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with an mr grade of 4+. The first clip was implanted, reducing the mr to 3. A second clip delivery system (cds) was advanced to the mitral valve. While attempting to reposition the clip, the gripper got caught on the chordae. To prevent injury, the clip was implanted on the leaflets with the chordae. Two clips were implanted, reducing the mr to 3. There was no clinically significant delay during the procedure. The patient is stable. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated, and a definitive cause for the reported entrapment of device or device component in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.